Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient with diabetes was receiving multiple line-block alarms and decided to change the infusion site and infusion-set tubing. There was no patient injury.